Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that there was a power on reset (por) message. The rep reported that the patient had not used stimulation since 2013 or around that time. The rep reported that the ins had been in an overdischarged state for several years. The rep reported that the patient didn't recharge because she couldn't easily find the ins so she just gave up and her pain wasn't as bad as the time. The prep reported that the patient also got frustrated with the system and it didn't give pain relief would have liked. The rep reported that they tried to trickle charge several times with no success. The rep reported that they were unable to successfully trickle charge to get the ins out of overdischarged state. The rep reported that they spoke with the physician and let them know the ins was not able to be trickled/charged ¿ seemed that it had been too long. The rep reported that the physician was to discuss options with the patient and was unsure if the patient would want a replacement. The patient was to think about the options and get back to the physician. No further complications were reported.